Manufacturer narrative:
Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an error occurred during cataract surgery while inserting the lens. Upon further follow-up, it was clarified that the preloaded toric intraocular lens had haptic damage during insertion, and this was observed before the lens entered the eye. Consequently, a backup lens of the same model was implanted for the patient. There were no reports of any patient injury, and the patient's condition was fine. The product was available for return. No other information was provided.